Event description:
Additional information was received from the patient. They reported that the stimulator is shocking them and it feels like the wires are coming out of their tailbone. Patient turned off the device but it¿s not stopping the shocking feeling that they got because they have in the bladder stimulator that does not need to be recharged. Patient turned it off and it still feels like something is sticking them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va32mk0 implanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 27-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that yesterday they felt like the leads in their back were moving or something because they were getting electrical impulses up above where it should have been. Patient said it was not doing it now, but it happened yesterday. Patient was redirected to their healthcare provider to further address the issue. During the call, agent reviewed how to adjust therapy settings. Patient reported stimulation in different location.